Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed critical pump error. The customer¿s blood glucose level was 140 mg/dl at the time of the incident. The customer reported the critical pump error image on the screen. The customer did not troubleshoot the issue. The customer was advised to return the broken pump for analysis. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump error 35 alarm noted in the pump history and critical pump error alarm during testing's due to moisture damage on force sensor assembly. Unable to perform the functional testing's including the self test, sleep current measurement, active current measurement, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. The device was received with corroded battery tube, moisture damaged power board, moisture damaged on the electronic assembly on electrical board, cracked battery tube threads and cracked reservoir tube retainer.